Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the black box and prime history review shows no evidence of "load step malfunction". The pump powers up normally and passes "ez-prime' steps successfully. The pump is able to load a cartridge correctly. Force sensor calibration reading is within specifications. The pump was opened, no intermittent condition was found to the force sensor circuit or to the force sensor flex. The u4 was found perfectly aligned on the pcb.